Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer stated that his sister in law was placing the clamp on the raised toilet seat when the knob on the front of the unit broke off at the plastic base. He had the seat for two months. MDR filed.